Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that upon interrogation this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. When the code was cleared another code 1007 displayed, which indicated the device had reached end of life (eol) which was due to an extended charge time outside of the specifications. Boston scientific technical services (ts) was consulted and attempted to review the remote monitoring system data, however it showed that the remote monitor was not able to monitor the device due to limited battery capacity. The ICD was found to have reached storage mode, which means no therapy is available to the patient. Ts recommended immediate replacement as the patient would not be considered as protective. The device was explanted and returned for analysis. No additional adverse patient effects were reported.